Manufacturer narrative:
H6 (adverse event problem) and h11 (provide narrative/ data) were updated (to include archive data). The customer reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and review of the archive. A review of the archive data showed ua45: thus, confirming the reported complaint.

Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing. The root cause for the ua45 error was due to the driveshaft not being at "home position." Usually, the error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was observed that the encoder driveshaft was difficult to rotate due to the heavily sticky clutch plate, likely caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. This would likely cause the user difficulty pulling up the lifeband completely. The autopulse platform failed initial functional testing due to the displayed ua45 upon powering up the platform; thus, confirming the reported complaint. The admin menu was accessed to manually rotate the encoder driveshaft to the home position. The root cause for the ua45 error was due to the driveshaft not being at home position. Related to the complaint, it was observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. This may have made it difficult for the user to manually rotate the driveshaft to the home position before turning the device on. The clutch plate was deburred to remedy the issue and to prevent recurrence of ua45. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number sn (B)(6). Ccr (B)(4), reported on feb 05, 2018. The driveshaft was rotated to the home position and the clutch plate was deburred.

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. This was noticed after a call. During the call, the platform performed as intended. No patient involvement.